Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
An obese patient was undergoing a lung isolation procedure. The balloon was missing from the tip of the device. Also, the sealing washer on the arndt adapter was missing. The physician was called in to isolate the right lung for a rib dissection procedure. The arndt was deployed successfully but it was discovered that the seal on the arndt adaptor port was missing the seal on the valve. Consequently the physician couldn't keep oxygen saturation levels at an acceptable rate due to the leak of oxygen out of the sideport of the arndt adaptor. He instructed his resident to remove the arndt blocker. The physician supervised the removal and as the distal tip of the blocker was being removed through the et tube the balloon on the distal tip became dislodged completely and was left in the et tube upon removal of the device. Patient had to be reintubated and the procedure was performed without lung isolation. There was no harm to the patient. The patient did not require any add'l procedures due to this occurrence. According t the initial reporter, the patient did not experience any adverse effects due to this occurrence.